Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit was not turning on.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) machine not getting on. A getinge field service engineer (fse) visited the site and found that machine was kept in building where construction work is going on,biomedical requested fse to come after 2-3 days. Information obtained is that cardiac department of hospital was close from last 5 years and machine not use. During inspection following items missing in machine, power supply assembly and complete compressor assembly, also found in battery pack local battery connected with low power capacity, battery also need to replace. There was no information regarding service so record will be closed and will reopen once new information is received.

Manufacturer narrative:
Additional information: event site state: (B)(6); event site postal code: (B)(6).

Event description:
It was reported that the cardiac department of hospital was close from last 5 years and machine was not used, and the cs100 intra-aortic balloon pump (iabp) unit was not turning on. No patient involvement.